Event description:
It was reported that following device implant, the patient developed an infection, despite the physician taking precautions against infection. The lead became infected. The device was removed. The event cause was determined and was not device related. Troubleshooting included a physical exam and plain films, and actions taken to resolve the issue included treatment of infection, infectious disease consult to prevent infections, conversations with other implanters, and device relocation of the implantable neurostimulator. It was unclear if the troubleshooting and actions were taken due to the infection with this device or due to issues the patient had with previous or subsequent devices. The patient recovered from all surgeries and infections without permanent impairment and was doing well. Information regarding this infection was previously included in MFR. Report #3004209178-2015-04438. Information regarding a previous infection the patient experienced is included in MFR. Report #3004209178-2015-06245.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0433c, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).